Event description:
It was reported the pt is not receiving effective stimulation. An sjm representative has met with the pt multiple times in the last 15 months and reprogramming was unable to resolve the issue. A lead diagnostic did not reveal any system deficiencies. Follow up identified the sjm representative met with the pt and his physician and confirmed the system is working properly. The physician instructed the pt to charge his ipg and to turn the system off. There are no plans to remove the system at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.